Event description:
The zilver stent was placed in the axillary vein on (B) (6) 2006. During a follow-up angio on (B) (6) 2007, a complete fracture of the stent was noticed. On (B) (6) 2010, another angiogram was taken and they noticed that the two separate pieces of the stent had separated significantly. There were no adverse events for the patient; however, there is fear on the physician's part about possible migration. Another stent was placed inside to connect the fractured stent to prevent migration. There were no adverse events for the patient; however, there is fear on the physician's part about possible migration. Another stent was placed inside to connect the fractured stent to prevent migration.

Manufacturer narrative:
(B) (4). Event evaluation: still under investigation.